Manufacturer narrative:
Additional information: patient demographics provided. A medtronic representative reported that there was a delay of twenty minutes to the vp shunt placement procedure due to the reported issue as the site elected to complete the procedure with a second medtronic navigation system. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Correction: manufacturer updated to proper value.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a procedure, the application software became unresponsive three times during the procedure. There was no reported impact on patient outcome. No additional information was provided.